Manufacturer narrative:
G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis :evaluation confirmed the reported malfunction of bearing broken. The likely cause of failure could not be determined. However, it was also noted that the bur could not insert in the attachment as the distal bearing was detached, leg was scratched, tube hole was oval, the dents were found in the groove of the base and laser markings were faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment bearing was broken. There was no patient impact. Additional information received on evaluation stated that distal bearing was detached made this event reportable.